Event description:
An anastomosis was attempted by use of a device attached to an idrivec, resulting in improperly formed staples. After firing the device could not be opened, and had to be cut of the tissue. The anastomosis was completed by use of another device.

Manufacturer narrative:
The suspected device was visually examined and found to have a damaged clamping shaft drive clip. This damage directly caused the reported event. The packaging had been discarded prior to returning the device and, so the lot number and manufacture and expiration dates could not be determined.